Manufacturer narrative:
Note: product reference 4433734 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite brachial reference 4433734 from batch 37037947. Device history record batch record file number 37037947 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in january 2025. Summary of investigations the device or the x-ray pictures were not returned for investigation. - raw material historical review: the batch records of the elements included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing were also compliant upon receipt. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible, and we cannot conclude on the real cause of the leakage observed by the end customer. Concerning the vein thrombosis occurred, it is a known complication of the access port implantation, considered in the IFU. Several factors could be at the origin of thrombosis: -trauma to the vein, -catheter tip placed too high in the svc, -patient hyper-coagulability, patient factors -vein diameter too small compared to the catheter diameter -patient treatment. Conclusion as no sample / x-ray pictures were received for investigation, we cannot proceed to a complete investigation. It is worth noting that vein thrombosis is a known and well documented complication of the access port implantation, considered in the IFU. This is a very rare incident, no corrective action is envisaged. If new element(s) become available, this case will be reopened for investigation.

Event description:
"Description of malfunction/failure:fluid leakage description of event: on (B)(6) 2025, the medical staff gave the patient implantation of venous access port in the left upper arm. The catheterization process went smoothly, and the pipeline was smooth. When safely returned to the ward for infusion therapy, there was pinhole leakage, and swelling gradually appeared at the port seat after removing the needle. More than 10 days after catheterization, the patient complained of left neck pain, and perfected color doppler ultrasound examination, which revealed perivascular thrombosis of the left internal jugular vein and left subclavian vein. Pain was relieved and d-dimer decreased immediately after enoxaparin treatment. Description of root cause analysis (by reporter):could be broken tubing or port seat or loose interface preliminary handling of event:administration of enoxaparin was followed by pain relief in the left neck and d-dimer decreased."